Event description:
During a patient's transfer from the room to the bathing area and as they were moving towards the tub with the resident in the lift, the device tipped towards the bath, pinning the staff member between the tub and the jib arm of the device. One staff member was pushing the lift and the other was pulling; additional help was required to get the lift off the staff member and lower the resident to the floor. There were no injuries to the resident.

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.